Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Due to the missing serial number, UDI information in field d4 could not be provided.

Event description:
The following was reported to hamilton medical ag: the ventilator has a white screen and is unable to function due to a malfunction. No health consequences or impact. Patient involvement is unknown.